Event description:
It was reported that the customer inserted new batteries into the insulin pump and received a low battery alert. The customer was unable to turn the insulin pump. The customer further stated that if he were to shake the insulin pump, the insulin pump would shut down on its own. The customer's blood glucose was unknown. The customer stated that a replacement battery cap did not solve the issue. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with failed battery test alarm due to corroded battery tube. Insulin pump was unable to verify low battery alarm due to failed battery test alarm. No blank display noted. Insulin pump had a cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.